Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: - IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegations in the event summary were confirmed. The inspection of the returned device revealed that the objective lens, connecting tube, scope cover, control unit, universal cord, and scope connector were all scratched. The adhesive on the distal sheath was detached, the connecting tube was wrinkled, the image guide protector was damaged, the grip was dented, the suction cylinder was shaved, the universal cord was wrinkled, the play of the up / down right / left knob was out of standard, and the charged coupled device was damaged which caused impeded power. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that there were multiple wrinkles on the insertion tube and minor free play on the upward / downward angulation control knob on the evis exera ii duodenovideoscope. These malfunctions were found during preparation for use. During evaluation, it was found that the forceps elevator had foreign material. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.